Manufacturer narrative:
Foreign zipcode 2500.

Event description:
It was reported that during a rotator cuff repair upon insertion, the anchor cracked and broke. It was removed from the patient and all fragments were successfully retrieved. No significant delay and a back up available to complete the procedure. An additional hole was made to complete the procedure. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: one footprint ultra pk suture anchor 5.5 device used in treatment, was not returned for evaluation. The information provided states: ¿during a rotator cuff repair upon insertion, the anchor cracked and broke¿. An exact root cause cannot be determined with confidence; however factors that could have contributed to the reported event include: improper use of device. Per instructions for use: ¿breakage of the suture anchor can occur if insertion sites are not properly prepared prior to implantation¿. A review of the complaint and manufacturing records was performed and indicated a similar allegation for the lot number reported.